Manufacturer narrative:
Concomitant medical products: item# 118001; versa-dial/comp ti std taper; lot# 349060. Item# 110031424; cr vivacit-e 36mm brng std; lot# 64343846. Item# 110031402; mini tray std cocr +3 offset; lot# 64327562. Item# 115310; comp rvrs shldr glnsp std 36mm; lot# 664970. Item# 115395; comp rvs cntrl 6.5x25mm st/rst; lot# 139000. Item# 180558; comp nlk scr 3.5hex 4.75x20 st; lot# 236640. Item# 180552; comp lk scr 3.5hex 4.75x25 st; lot# 795520. Item# 180551; comp lk scr 3.5hex 4.75x20 st; lot# 641130. Item# 115330; comp rvrs shdr glen bsplt +ha; lot# 760180. Foreign: event happened in (B)(6). The reported event was confirmed by a review of x-rays. A review of the available records identified separation of the glenosphere from the base plate of the reverse-type right shoulder arthroplasty. Device history record was reviewed and no discrepancies were found. The root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-05661, 0001825034-2019-05662.

Event description:
It was reported patient suffered pain due to disassociated prosthesis approximately one month post-implantation. Due to short notice, replacement implants and instruments were not available. The surgeon reattached the glenosphere and humeral bearing to baseplate, used 2 juggerknots to help stabilize the shoulder. Two cerclage wires were attached to site. The comprehensive stem had fractured. Patient will be observed to see how he does. Attempts have been made and additional information on the reported event is unavailable at this time.